Event description:
The reprot from the descover database indicated that: a pt with unstable angina was admitted for a procedure to vessels. The first target lesion was in the 3.25mm proximal lad with 70% stenosis. The 13mm lesion de novo lesion was moderately calcified. A 3.0x13mm cypher stent was direct stented to the site. It was postdilated timi flow was 3 pre and postprocedure; residual stenosis was 5%. The second target lesion was in the 3.0mm distal rca with 99% stenosis. The 15mm lesion de novo lesion had little or no calcification. A 3.0x18mm cypher stent was implanted following predilation; the site was not postdilated, timi flow was 3 pre and postprocedure; residual stenosis was 0% eight months later ahd restenosis and CABG.